Manufacturer narrative:
Initial.

Event description:
It was reported that an urgent low blood glucose alert occurred during sleep with a lowest reported glucose of 56 mg/dl, and the user did not hear the alarm despite the device and app alert volumes being set to high; troubleshooting confirmed critical alerts were enabled, and the issue was characterized as a low audible alarm associated with the speaker/sounder component. Symptoms included hypoglycemia. Outcomes included no health consequences or impact following the event, and the user treated with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a low audible alarm concern with involvement of the speaker/sounder, while a known interferent was noted and a device problem could not be excluded. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude device problem.